Event description:
It was reported that the patient experienced a stroke within 24 hours of the procedure. An enroute transcarotid neuroprotection system was selected for use in the left sided transcarotid artery revascularization (tcar) procedure. The patient presented as symptomatic and was high risk with a prior history of strokes. The tcar procedure was performed in the normal fashion. Following the procedure, the patient was slow to wake. During the neurological exam, the patient was unable to move his right arm or hand. The patient was sent for a CT, where no large vessel occlusions were visualized. The family declined further MRI imaging. As of (B)(6) 2025, the patient was able to move his right hand. No additional intervention was performed at the time of reporting.